Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flo-gard infusion pump with a malfunction of "false air in line alarm on channel 1" was confirmed by baxter personnel during product evaluation. The root cause was assigned to an out of calibration air in line sensor. The p1 air sensor was calibrated per service manual to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a false air in line alarm on channel 1. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.